Event description:
The coil size (pc4100412-30/ f61450) was deemed to be not proper for the target aneurysm; and so the physician wanted to re-sheath it. However; the re-sheathing tool got stuck to the coil introducer sheath and the coil was not able to be reloaded into the introducer sheath. It is unknown where exactly it got stuck. The coil was safely removed from the patient. Afterwards; the procedure was continued using other products (details unknown); and was successfully completed with no other issues. There is no detailed information on how the procedure was completed. No patient injury was reported. The complaint product is going to be returned for technical analysis. Failure analysis found that the coil was severely damaged upon return.

Manufacturer narrative:
The coil was returned unsheathed, entangled, knotted, and severely damaged upon receipt. It was found that the introducer sheath and the dpu were returned separated from each other. An extremely large amount of tissue was found adhering to the coil at one section. The introducer sheath was filled with multiple blockages of a blood mixture consisting of blood, tissue, and contrast. Adjacent, but distal to the resheathing tool is mechanical sheath damage resulting in an opened skive. This damage pattern on the sheath is consistent with damage produce by the resheathing tool. The coil was returned severely damaged. The evidence suggests that mechanical sheath damage resulted in an opened skive which contributed to the resheathing difficulty. Once the device positioning unit (dpu) and/or the coil protrudes outside the sheath; resheathing is impossible. The evidence further suggests that the interference inside the introducer sheath was most likely in the form of a blood; tissue; and contrast mixture which may have caused the resheathing tool to become stuck during the resheathing process. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿continuous saline flush set-up: to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Connect a three way stopcock to the rhv sidearm; and attach a line to the stopcock for the continuous infusion of solution. Carefully select an appropriately sized infusion microcatheter based on the size of the selected micrus microcoil system. Note: a catheter with a 0.017 inner lumen will accept all sizes of the micrus microcoils. Insert the infusion microcatheter into the rhv connected to the guiding catheter hub. Attach a second rhv to the hub of the infusion microcatheter. Connect a one way valve stopcock to the rhv¿s sidearm; and attach a flush line. Adjust the hydrostatic pressure to 300 mm of hg and maintain an open flush throughout the procedure.check to ensure that all fittings are secure and that no air is being introduced into the system during active flushing.¿ although a definitive conclusion cannot be made, based on the analysis, it appears that procedural factors related to the unsheathing process as addressed in the IFU is a possible factor contributing to the inability to advance the coil. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.